Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the air/water (a/w) tube, cylinder, distal end, and forceps elevator (l-arm) had a whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During examination, the foreign material could not be identified. Based on the results of the investigation, olympus could not identify a definitive root cause of the event. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.